Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in regular patient care room at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The account found the foot end brake casters were the issue. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs any preventative maintenance on their beds. The account replaced the foot end brake casters to resolve the issue. Based on this info, no further action is required.